Event description:
A report was received that the patient will have a revision due to pain while stimulation is in use. No further information is currently available.

Manufacturer narrative:
Additional information was received that the patient was not yet scheduled for a revision or explant. No further course of action will be taken at this time.

Event description:
A report was received that the patient will have a revision due to pain while stimulation is in use. No further information is currently available.